Manufacturer narrative:
(B)(4).

Event description:
The customer reports the product leaking fluid when connected to the a-line pressure tubing. A leak at the hub is reported.

Manufacturer narrative:
(B)(4). The customer returned one radial artery (ra) catheter for evaluation. No defects or abnormalities were found during visual inspection of the catheter hub or catheter body. The returned catheter length (from hub to tip) and the inner diameter of the catheter hub opening were measured and were found to be within specification. The returned catheter was functionally tested by aspirating water into a lab inventory luer lock syringe and then injecting the water out. Water exited the distal end of the catheter as expected. No leaks were observed. The catheter was then tested by connecting the catheter to a leak tester and clamping off the distal end of the catheter. The leak tester was turned on and the pressure was increased to 300 kpa and held for 30 seconds. No leaks were observed from any region of the catheter. A device history record review was performed with no relevant findings. The instructions for use provided with this kit warns the end user indwelling catheter should be routinely inspected for desired flow rate, security of dressing, and possible migration. The reported complaint of the catheter hub leaking in use could not be confirmed by complaint investigation. The returned catheter passed all relevant dimensional and functional testing. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the product leaking fluid when connected to the a-line pressure tubing. A leak at the hub is reported.